Event description:
During total knee arthroscopy, the quick connect on the orthopilot infrared transmitter must have been damaged. It would not hold on the ridged body holding sleeve. Kept coming loose. Surgery was extended 20 minutes. Several attempts were made to contact the facility for add'l info.